Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery alarm and displacement tests. There was no excessive no delivery alarm, the motor passed the motor test and no motor error alarm. The insulin pump was received with missing end cap sticker.

Event description:
Customer reported via phone call high blood glucose, no delivery alarm and motor error alarm on the insulin pump. Customer's blood glucose reading was 515 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the dome label fell off and they have had multiple no delivery alarms in addition to multiple motor error alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.